Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx device to treat a mildly tortuous, severely calcified lesion in the lad. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was encountered when advancing the device. The device was unable to cross the lesion due to the severe calcification of the lesion. When the physician attempted to remove the device from the guide catheter the stent slightly dislodged from the balloon. The stent was retrieved carefully and an attempt was made to retract into the guide catheter. However the stent caught on the 50% stenosis in the left main trunk and the stent dislodged into the patient's body. The stent was then retrieved using a snare. The procedure was completed using a poba device.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The device was inspected with no issues. The inflation device did not remain on neutral pressure during delivery of the device. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.